Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the master tool manipulator (mtm) and universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm and failure analysis is in progress. Isi did not receive the usm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the matching grip of the surgeon side console (ssc) left master tool manipulator (mtm) was delayed when pressing the swap pedal. Before the call, the customer had already replaced the drape on universal surgical manipulator (usm) 1, restarted the system, and installed a different instrument in usm 2. The tse checked the error logs and detected no errors related to the mtm grip calibration or usms. The tse explained that when pressing the swap pedal, it is necessary to relax the hold on the hand control to regain control of the instrument. After following these instructions, the surgeon observed that the system responded as expected. However, during the call, the surgeon mentioned that the matching grip was still not functioning correctly. The tse advised the surgical team to restart the system using a hard power cycle to attempt to resolve the issue, but the surgeon decided to convert the surgery to video laparoscopy without performing any of the recommended actions. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the site and obtained the following additional information: the procedure conversion did not result in an increase in the incision as it was converted to laparoscopy and used the same ports. The patient tolerated the change in procedure. There were no injuries to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Evaluation has been completed for the universal surgical manipulator (usm). The usm was tested on an in house system in normal mode where it was disabled by error 319 pointing to the rolling-loop fiber assembly. The unit was tested on a patient side cart (psc) fixture test platform where, during visual inspection the rolling-loop was found to be tangled on itself. A gold rolling-loop fiber was installed and the damaged fiber assembly was removed and the unit passed all testing. The rolling-loop fiber assembly will be replaced. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and master tool manipulator (mtm) involved with this complaint to perform failure analysis. Evaluation has been completed for the mtm and upon running calibration, the grip levers were found to be out of spec. The mtm was installed onto a golden system replicating the reported event. The mtm was then installed onto a test platform. Once testing was completed, failure analysis was able to conclude that the grip levers had an issue. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation. Failure analysis is in progress for the usm as of the date of this report.